Event description:
It was reported the pt is no longer receiving effective stimulation since experiencing a fall in (B)(6) 2013. It was also reported the pt's pain has moved. System eval is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.